Event description:
This complaint is now reportable based on the analysis completed on january 29th 2009. It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, the shaft of th stent delivery system (sds) was kinked. The lesion being treated was a 90% stenosed severely tortuous and calcified lad (left anterior descending) artery with a 3.50x20mm liberte bare metal stent. It was reported that the proximal shaft of the sds was kinked prior to being advanced into the pt. The procedure was completed with a different device. There was no pt injuries or complications reported. The pt's condition was reported as "good". However the investigation showed that the shaft was kinked and also broken into two pieces at the kink.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned for analysis in two sections as a result of a break that occurred in the shaft. The break was measured at approximately 27cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause classification for this event will be handling damage.